Manufacturer narrative:
Constant error alarms due to software error. Unable to confirm motor error alarms and perform displacement test due to error alarms.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the test did not pass. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.